Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. The lesion being treated was 80% stenotic, de novo and located in a calcified and very tortuous left forearm shunt. The physician used a transend guide wire for access to the target lesion. The lesion was pre-dilated with the sasuga 14/20/5.0 balloon which was inflated twice to 16 atms each. After withdrawal of the balloon, the physician attempted to re-insert the balloon, but it was slightly bent and he was unable to re-insert it. He placed the balloon protector on the balloon and the mandrel was inserted to rewrap the balloon; but the balloon shaft was broken with the mandrel. The physician exchanged this balloon with another of the same type to complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".